Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The gladius guide wire with peeled fragment of its polymer jacket and the non-asahi cutting balloon were returned for evaluation. The returned guide wire had its polymer jacket slit and torn at approximately 400mm from the tip. The peeled fragment approximately 5mm long was partially pleated and partially elongated; the hydrophilic coated surface was inside. This suggested that the polymer jacket was torn and then flipped distally. The balloon was found inflated without any damage that could lead to peeling of the guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that contacting the tip of the cutting balloon had most likely contributed to the observed peeling of the polymer jacket. The edgy tip of the stiff balloon, and would point-contact the polymer jacketed surface of the guide wire in tortuous anatomy so that the polymer jacket would be scraped off. It was concluded this event was not attributed to product quality. Although there were reportedly no adverse patient effects, the observed damage on the polymer jacket was too severe to completely rule out a possibility that some fragments might be left in the patient. Instructions for use (IFU) states: warnings: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel, and, malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that the polymer jacket of an asahi gladius guide wire peeled off during a ppi to treat a heavily calcified 90-99% occlusion in the popliteal artery. After the guide wire successfully crossed the lesion, a non-asahi cutting balloon was delivered over the guide wire to inflate at the lesion. The cutting balloon was removed once. When an attempt was made to redeliver the cutting balloon over the guide wire, the cutting balloon was not advancing. Both devices were removed together with peeled fragment of the polymer jacket on the guide wire. A new guide wire was replaced to resume the procedure. Recanalization was successfully achieved by poba. There were no adverse patient effects associated with this event.